Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device felt as though it was difficult to complete the firing cycle. The surgeon described the incident as not feeling like the usual firing and had to work the stapler harder than normal to complete the firing cycle. No adverse event was reported (there was no patient consequence) and the plastic washer was completely broken and donuts intact.